Manufacturer narrative:
Concomitant medical products: 697158 lead, implanted (B)(6) 1985. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was prolapsing in the heart and into the porcine valve. The decision was made to extract the rv lead, but during the extraction, the right atrial (ra) lead had dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.